Manufacturer narrative:
The investigation for the reported renal failure, kidney failure, and thrombocytopenia has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the reported thrombocytopenia was most likely patient condition as it occurred two months after treatment with impella. The relationship to the impella is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The principal investigator of the protect IV study alleges a definite relationship for the use of the impella cp and patient experiencing renal failure, kidney failure, and thrombocytopenia. The impella cp had supported the patient to allow fro the coronary angioplasty. The cp had supported for 1.7 hours when then weaned and explanted.